Event description:
Patient underwent a surgery where a "danek" 23mm plate, 30mm screw was implanted at level l5 and a 25mm screw was implanted at s1. On an unknown date, post-op, patient reported that he was experiencing following complications: muscle deterioration in left leg; pain in the area of the implant; feet and toe cramping; arm numbness. Patient is currently receiving steroid shots every 6 months due to pain. Patient also stated, he had a follow-up procedure (did not say when) to remove some of the screws, however, the patient is still experiencing the above symptoms. Patient said he is unaware of any metal allergens.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies returned to manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.